Event description:
It was reported that the customer's pump had deteriorating plastic casing and bent metal. There was no adverse impact to the customer's blood glucose level. The customer has not provided additional information regarding any corrective actions taken, and no further outcome details were available from technical support.